Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported a patient's atrial lead presented with dislodgement, confirmed by x-ray analysis. The lead had no capture and there was shoulder stimulation during atrial pacing. In a procedure on (B)(6) 2021, the lead was explanted and replaced. Post procedure the patient was stable.